Manufacturer narrative:
Block h6: medical device code a0501 captures the reportable issue of tripwire detached. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was observed that the ligator head was returned inside the package and the handle assembly did not show any visual issues. The trip wire was kinked in several sections. The velcro strap was returned missing a piece. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. Microscope examination was performed, and a different texture was observed on the velcro strap where the missing piece was located. The reported event of trip wire detached was not confirmed. Upon analysis, the trip wire was found bent. This may be related to user manipulation during preparation and/or technique applied during use. Additionally, the velcro strap was missing one part. This problem is likely due to problems traced to the manufacturing process. An investigation of this problem found 3 velcro strap breakages occurred during manufacturing at the initial point of use when being inserted into the knob assembly. All devices with the associated velcro batches were removed from the production line upon initial discovery. All subsequent velcro vendor batched used demonstrated 0% strap breakages during pull testing with a specification requirement of a minimum break force of 4 lbs. Therefore, the most probable root cause is manufacturing deficiency. The investigation to address this problem has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications. Block h11: correction: h6 (device code) and h10 medical device code statement additional information: b5 (anatomy location).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric fundus esophageal varices during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2021. During the procedure, when the physician unpacked the device, it was noticed that the trip wire was detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on april 25, 2021. It was reported to boston scientific corporation that the speedband superview super 7 device was used in the esophageal veins.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric fundus esophageal varices during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, when the physician unpacked the device, it was noticed that the trip wire was detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.